Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a piece of tissue emerging from the scope during an unknown therapeutic procedure. There were no reports of patient harm.